Manufacturer narrative:
Results - 208 is based upon evaluation of user facility information the involved sample was returned and evaluated. Visual examination confirmed there were no defects. A review of the device history record confirmed that the pack was built to customer specifications and did not indicate any production related problems. A review of the complaint files confirmed that this lot number has been reported previously. The involved connection was made by the user facility during set-up. The convenience kit labeling does states, "band all connections in the circuit" and recommends to carefully observe connections before and continuously during use. In addition, the oxygenator IFU included with the tubing pack states, "band all connections in the circuit." All available information has been placed on file with quality management for tracking, trending, and follow-up.

Event description:
The user facility reported that during a bypass procedure, the tubing line became disconnected from the venous reservoir where it had been attached by the user. The reported blood loss was estimated to be 200-cc. The user facility reported that there was no patient injury, and the procedure was completed without any further complications. Additional event specific information was not available.